Event description:
Overdelivery reported. A one liter IV container of d5lr was hung at 5:15 pm and set to infuse at 100 ml/hr. At 6pm the volume delivered was cleared. The pump gave an unspecified alarm at 6:55pm and the nurse noted that 900 ml had infused. The display indicated delivery of 110 ml. The pt did not experience any adverse effects.